Event description:
It was reported that the patient was experiencing loss of back coverage due to spinal cord stimulation (scs) lead migration as confirm with the physician due to chiropractic adjustment. The patient underwent an scs system replacement procedure. The patient was doing well postoperatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred earlier in the year based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: (B)(6).